Event description:
Before 8.00 a brittle diabetic had a hypoglycemic reaction. Pt was given orange juice. At 11.00 pt became unresponsive and paramedics were called. Assure ii blood glucose meter (bgm) read 90 mg/dl. Paramedic meter read 27 mg/dl. Pt received glucose and blood sugar results were taken again. Paramedic's meter read 88 mg/dl while the assure ii read 202 mg/dl. Pt's insulin level was adjusted one week ago due to readings on the assure ii bgm. Pt was stabilized and returned to nursing home.